Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding an event that occurred during an anterior artificial disc replacement surgery on a patient diagnosed with cervical disc disease. It was reported that for the prosthesis with a height of 5mm, the prosthesis holder could not hold the prosthesis, and only 6mm prosthesis could be replaced intra-operatively for implantation. Product will be returned and will be replaced with a medtronic product. No patient injury / complication was reported.